Event description:
It was reported that during the implant procedure, when testing the right ventricular lead after placing in the apex, high impedance and noise was noted on the electrograms. The lead was repositioned with the same result. The lead was not used and a new lead was successfully implanted. The patient was in stable condition pre-operatively, intra-operatively and post operatively. The patient was discharged home later in the day in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.